Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000166797. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced left sided weakness and a hematoma after a trial procedure. The patient was hospitalized, and the surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted to address the issue. Additional information was received that the left sided weakness has improved. It is unknown which lead attributed to the issue.